Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients who are morbidly obese.

Manufacturer narrative:
(B)(4). Evaluation summary: the perclose proglide device was returned partially deployed with blood present in it. The plunger, anterior needle tip and suture were not returned. The posterior cuff with link was still in the foot pocket and its cuff tabs were undisturbed; the link was intact. These finding are consistent with and confirm the reported experience of a needle to cuff miss. A posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. As the needle tip did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. Therefore the unreturned anterior cuff would be attached to the needle tip. A cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. The posterior foot was examined and no needle strike marks were detected indicating the posterior needle was deflected outside of the foot pocket during deployment. During testing, a proxy plunger was inserted into the device and the needle trajectory was acceptable and the posterior cuff was captured. The analysis of the returned device did not indicate any evidence of a product quality deficiency. The cause of the cuff miss appears to be related to the operation influences during use and not a product quality deficiency. A review of the lot history record did not reveal any non-conforming material records relevant to this event. A review of the complaint-handling database was performed and there does not appear to by any indication of a lot specific product quality.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide after a diagnostic procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.